Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact on the customer's blood glucose level. The customer had previously experienced similar issues with the pump and had taken necessary precautions to prevent altitude alarms. Technical support decided to replace the pump under warranty and instructed the customer on how to put the pump into storage mode and return it using a pre-paid label. The customer understood and acknowledged the instructions. The customer continued to use the pump for insulin therapy.